Event description:
It was reported that the patient was "throwing up every day," had back, and leg pain. In addition, the patient had been sweating, felt hot, and the lower back hurt "extremely bad." It was noted that the patient was not able to bend down. The patient stated they "did not have any infection unless [the patient] got one inside." The patient had a "lump on their scar" and could not sit in a "certain way" because it hurt. The patient stated that the healthcare professional (hcp) told them "it was open there a little." It was noted that the symptoms began "a few days" after the implant surgery. The patient noted that they felt the implant moving. The patient felt no stimulation and did not think they were receiving coverage where they had the most pain. The patient noted that "it was not working." The patient stated that they had attempting using the patient programmer to increase stimulation but they were still in pain. The patient noticed an issue with charging a couple days prior to report and stated that the implantable neurostimulator (ins) was not adequately charging and the battery seemed to deplete quickly. The patient stated that all coupling boxes were empty and the ins was on low charge. The patient had tried charging for a long time the day prior to report and could not acquire coupling bars. The patient attempted to charge during the call. It was noted that the stimulation was turned on and the ins battery was flashing up to 50%. The patient repositioned the antenna and was able to acquire six black boxes. The patient had scheduled an appointment with the healthcare professional (hcp) the morning after report. Additional information received reported that the patient was seen on (B)(6) 2013. Additional information received reported that according to the "pa" the patient had expected pain for the recent implant. The patient noted post-operative pain and was under the care of the healthcare professional (hcp) for to manage the post-operative pain. The patient was reprogrammed to improve stimulation coverage. It was noted that the impedance test was good. There were no malfunctions seen and the cause of issue was not determined. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).